Event description:
We have a few concerns regarding product, not user or connection. I spoke at length with both nps for neurosurgery, investigated who placed them, and which securement was used. All had sutures at the site. All 3 on src used the integra catheter (normally the medtronic is used in ir at this location). We had a 4th disconnect in neurological ICU using integra at the bedside that has been in for 5 days. The patient is moving a bit but 3 different providers, all the same product reporting that the catheter connection site proximal to the patient is very loose, despite best practice suturing and using tegaderm. Not a defect but has resulted in problems with insertion and staying inserted.